Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The hard drive and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 6800 system was slow to boot up prior to a case. No pt injury was reported.